Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chol - "first 4 clips do not close." Patient status - "fine".

Manufacturer narrative:
We have cancelled this incident report due to the device was not used in the patient at the time of event.